Event description:
The doctor reported that all implants were too buccal, perforating through the buccal plate. The doctor reported that he had to graft the area and was not able to place the implants.